Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's controller was displaying a "replace generator" message indicating that the ipg is inoperable. Troubleshooting was attempted, but the ipg would not connect. As a result, surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6), 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.